Event description:
It was reported that shortly after implant, the patient complained of difficulty breathing. An x-ray revealed a pneumothorax, which was treated by the physician using a chest tube. The patient subsequently experienced a decrease in blood pressure, and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed as a result. Additionally, the lead was found to have perforated. The lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.